Event description:
It was reported that patient enrolled in a clinical study underwent bilateral total knee arthroplasty procedures on unknown dates. Subsequently, a bilateral revision procedure was performed on (B)(6) 2011 to remove and replace all components due to infection. Biomet total knees were reimplanted on (B)(6) 2011. It was further reported that a right knee revision procedure was performed on (B)(6) 2011 where all components were removed and replaced with cement spacers and a radical debridement took place due to infection. A fracture on the medial condyle and a fracture of the proximal tibia were noted during the revision procedure and the condyle was secured with k-wires. Subsequently, patient underwent a reimplantation procedure on (B)(6) 2011.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This medwatch report is being submitted to report the event that occurred on the right knee. It is not known which of the following components were implanted in the right knee as they were implanted during a bilateral knee procedure. The following sections could not be completed due to the part/lot information could be: category number ¿ 184144, lot number - 115910, expiration date ¿ may 31, 2020, manufacture date ¿ may 19, 2010. Or the part/lot information could be: category number ¿ 184164, lot number - 842400, expiration date ¿ may 31, 2018, manufacture date ¿ may 19, 2008. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." This report is number 4 of 6 mdrs filed for the same event (reference 1825034-2014-05902/05907).

Manufacturer narrative:
This follow-up report is being filed to relay the correct item lot number that was explanted. Correct part/lot information is: category number ¿ 184144, lot number - 115910, expiration date ¿ may 31, 2020, manufacture date ¿ may 19, 2010. Additional information: radiographs taken on (B)(6) 2011.